Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The received k-wire (part # unknown, lot # unknown, qty. #1) is broken at the end of the threaded part. Furthermore we found striations signs on the surface. No laser etching is visible on the part. The broken part is missing. Our investigation has shown that the received part is indeed broken as described in the complaint description. The manufacturing review could not be performed, as no lot number was provided and/or is visible on the part. To identify the part, the outside diameter of the article 292.790 was checked according the actual drawing and was found with the measured dimension of 1.59 mm outside the allowed tolerance of 2 0/-0.03. This large dimension deviation is a clearly indication, that the received part is not the indicated article 292.790. Because of the missing broken fragment the length cannot be measured and the part cannot be identified at all. It can also not be excluded that the received part is not a depuy synthes product. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. We do assume that the cause of the breakage is the result of a mechanical overload situation during use. The microscopic observation with magnification of 10x of the broken surfaces shows a homogenous surface what indicates material conformity. This report is for an unknown kirschner wire (k-wire), unknown part / unknown lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Due to intra-operative issues, the device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. (B)(4). Device is an instrument and is not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(4) as follows: it was reported that the patient underwent surgery on (B)(6) 2016. During the surgery a wire broke on the thread without applying force or coercion. There was no impact on the patient and all broken off pieces were removed from the patient. The surgery was not delayed and was successfully completed. This report is for one (1) k-wire 2 thread-tip l150/15 sst. This is report 1 of 1 for (B)(4).